Event description:
It was reported that multiple occlusion alarms intermittently occurred. Customer changed pump supplies to address the issue. Customers blood glucose level ranged from 350-360 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.